Event description:
Caller alleging receiving discrepant inratio value. (B)(6) 2014. Inratio: 3.2. Lab: 2.66. Time between testing - minutes. Pt's therapeutic range: 3.0-3.5.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is not indication of a product deficiency. No corrective action is required at this time.